Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The event of "occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: undesirable effects rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported patient was injected twice with juvéderm® volift¿ with lidocaine in the left nasolabial area, the second injection one week after the first. Patient received antiseptic before injections. "After touch up [second injection] the patient experienced occlusion." Treated with hyaluronidase 300 units x2, cipro (ciprofloxacin) 500 ¿ 2x1, aspirin (acetyl salicylic acid) 100 mg ¿ 2x1, asist (acetylcystein) tablet, bactroban cream (mupirocin), and cicablast cream. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00659 ((B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm® volift¿ with lidocaine.

Event description:
Patient's symptoms have resolved.